Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Receiver functional test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. Case opened for interior inspection and passed. The receiver data log was downloaded for review and hardware errors along with ¿screen error alarm¿ were observed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.